Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of the device data confirmed that high atrial and ventricular sensing rates as a result of atrial fibrillation with rapid ventricular response was causing a higher than usual power consumption. Based on analysis, engineering confirmed this is normal device operation. The outputs of the pacemaker were reprogrammed and it continues to remain implanted and in service. No adverse patient effects were reported.